Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including a history of coronary artery disease (cad).

Event description:
It was reported a patient with a 31mm 7300tfx mitral valve implanted eight (8) years, six (6) months, underwent valve-in-valve procedure due to mitral regurgitation. Patient presented with shortness of breath and heart failure. Tmvr was performed with a 29mm s3ur transcatheter valve. There were no complications. Patient was stable at the end of the procedure and was discharged home on pod #2.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 31mm 7300tfx mitral valve implanted eight (8) years, six (6) months, underwent valve-in-valve procedure due to mitral regurgitation. Tmvr was performed with a 29mm s3ur transcatheter valve. There were no complications, and the patient was discharged home on pod #2.